Manufacturer narrative:
B2 date of death added. B5 describe event or problem: updated with additional information received. H1 type of reportable event updated. H6 impact code added.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 40mm watchman flx pro closure device and delivery system (wds) was selected for use. It was noted that at the start of the case, dense spontaneous echo was observed however no definite thrombus was diagnosed. 10k heparin was ordered and administered per certified registered nurse anesthetist (crna); however, the activated clotting time (act) was less than 160 seconds at time of checking mid case. The procedure was completed, with the closure device being repositioned 3 times prior to release. A thorough post release assessment was conducted with transesophageal echocardiography (tee), and no abnormalities were noted. Per laac coordinator, post procedure while the patient was in recovery, the patient was diagnosed with a massive stroke and was taken for a catheter-based brain thrombus evacuation urgently. The patient remains in the hospital. It was further reported that the patient died three (3) days later on (B)(6) 2024. The cause of death was unknown. The physician team was suspicious of intravenous (IV) patency and was unsure if the initial administered dose of heparin was effective. Per physician team, the initial dose of 10k heparin was administered by crna and post administration act was <160, another dose was administered and repeat act was not significantly higher. The implanting team then administered heparin via groin access and act was then >400. Per physician report, the patient did have severe carotid artery disease with history of intervention. The physician team reviewed the implant imaging and was unable to identify any concern as it related to thrombus on the device during procedure or post release. The physician team noted that the patient was voluntarily moving throughout the procedure after being intubated, even after additional medication was administered by the anesthesia team. Cause of death was suspected to be the culmination of interventions the patient underwent to evacuate the computed tomography (CT) identified thrombus in his brain.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 40mm watchman flx pro closure device and delivery system (wds) was selected for use. It was noted that at the start of the case, dense spontaneous echo was observed however no definite thrombus was diagnosed. 10k heparin was ordered and administered per certified registered nurse anesthetist (crna); however, the activated clotting time (act) was less than 160 seconds at time of checking mid case. The procedure was completed, with the closure device being repositioned 3 times prior to release. A thorough post release assessment was conducted with transesophageal echocardiography (tee), and no abnormalities were noted. Per laac coordinator, post procedure while the patient was in recovery, the patient was diagnosed with a massive stroke and was taken for a catheter-based brain thrombus evacuation urgently. The patient remains in the hospital.